Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The audiolink main unit recently received has a burned usb port which was discovered at service and repair.

Manufacturer narrative:
Conclusions: device investigation confirmed the presence of oxidized and burned parts on the audiolink main unit. Based on the dried liquid residues observed on the device, it must be assumed that it was exposed to excessive amounts of moisture i.e. Liquid and a short circuit occurred. However, further internal testing could not reproduce the observed level of damage, namely the scenario where these short circuits might lead to a critical temperature development could not be repeated. This is a final report.

Event description:
The audiolink main unit was received by service and repair and a burned usb port was discovered. The device was returned because non-functional. Despite requested, no further information has been retrieved.